Event description:
It was reported that there was considerable metal debris left in the joint. The bur came in contact with the outer housing and tore it apart. The patient is fine.

Manufacturer narrative:
Device was received and forwarded to the manufacturing location in puerto rico for evaluation. A follow-up report will be submitted once the evaluation is complete.